Event description:
It was reported that a home patient (hp) received a high drain 103 alarm on the homechoice (hc) machine during use, while the hp was not connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp had disconnected aseptically before contacting technical service representative (tsr). The hp did not have any symptom of increased intra-peritoneal volume (iipv). The tsr had the hp cycle the power to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis cannot be completed. A service history review revealed no previous service events that were related to the reported condition. During device history record review failure of pneumatic test was identified. The homechoice (hc) machine was reworked and it passed all subsequent testing. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.